Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. After the procedure, the pacemaker lost telemetry and had trouble connecting for interrogation, the pacemaker was then found to be in backup mode. Programming changes were made to resolve the issue. The patient was in stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.